Event description:
It was reported that upon inspection at the distribution site, it was discovered that the units appear to be cracked.

Manufacturer narrative:
Date of manufacture for lot# km3n09: 09/17/2008. When completed, the eval summary will be submitted in a supplemental report. This is the same event as: mr # 2249697-2011-01267, 01268, 01269, 01270, 01272, 01273, 01274, 01275, 01276, 01277, 01278, 01279, 01280, 01281, 01282.